Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. This is a 72-year-old male patient who was scheduled for cataract surgery on the left eye (os). There were two (2) events reported. This will serve as one (1) of the two events reported. The customer has reported ¿during phacoemulsification, the vacuum/aspiration was weak.¿ during irrigation/aspiration (I/a) ¿aspiration was weak.¿ additional information described the surgeon managed to resolve the issue with the use of an iris hook, pushing the cortex and nucleus toward the instrument, and then ¿mechanically fragmenting them under compression.¿ additional related information was requested but none have been provided to date. A vacuum tone is provided. The pitch will vary relative to the amount of vacuum. A high vacuum can indicate that little to no flow is occurring. This tone can be reduced in volume but not turned off. The use of the handpiece in the absence of irrigation flow or loss of irrigation flow can cause excessive heating an potential thermal injury. Do not exceed maximum capacity of 500 milliliters. Excessive pressure in drain bag can result.¿ the system is intended for use in cataract lens extraction and intraocular lens (iol) injection surgical procedures. This system allows the surgeon to emulsify and aspirate the lens in the eye, while replacing aspirated fluid and lens material with balanced salt solution (bss). This process maintains a stable (inflated) eye chamber volume. Using system controls, the surgeon regulates the amount of energy applied to the handpiece tip, the rate of aspiration, vacuum, and the flow of bss irrigating solution. The system includes a footswitch to enable the surgeon to control flow of fluidics, aspiration rate, phacoemulsification (phaco) power, vitrectomy cut rate, iol injection rate, and coagulation power. The ultraflow handpiece is used in irrigation/aspiration (I/a) mode to maintain chamber pressure with irrigation while removing cortical material via aspiration. Adjusting aspiration rates or vacuum limits above the preset values or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Use of non-company surgical reusable or disposable I/a handpieces that do not meet surgical specifications or use of an handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 millimeters of mercury (mmhg) (133 hpa) with a 0.5 millimeter or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Perform visual inspection of accessories for burrs or bent tips prior to use. I/a tips are not to be used with phaco handpieces. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the console displayed an advisory code and during the phacoemulsification mode and irrigation and aspiration (I/a) mode of surgery, the operating console exhibited weak vacuum and aspiration, due to which the patient experienced iris damage during the cataract surgery with intraocular lens (iol) implantation. The surgery was completed by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression and replacing the fluidics module. The current condition of the patient was unknown. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.